Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of their axium neurostimulator system. It was reported that the patient's leads had migrated. As a result, the patient underwent surgical intervention to have their leads replaced. Stimulation has been restored postoperatively.